Manufacturer narrative:
The patient's infection was originally reported under MFR # 2916596-2017-01305 (reference this report for device evaluation). Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had an ongoing driveline exit site infection and underwent various driveline debridements . He was hospitalized for driveline exit site and lvad pocket exploration and washout. The patient then went back to the operating room for pump replacement with omental flap a few days later. The old driveline exit site was washed out again and vacuum assisted wound closure was placed. The patient remained on intravenous antibiotics during hospitalization and then transitioned to oral antibiotics and was discharged home for follow up in clinic.